Event description:
Caller reported cartridge was not fitting properly on pump. No adverse impact to customer¿s blood glucose level was reported. Caller inspected and cleaned the pump's pneumatic tap area as recommended, then successfully loaded a new cartridge with assistance from technical support, allowing them to resume insulin delivery.